Manufacturer narrative:
B3: corrected. H6: updated. H3: complaint could not be confirmed by investigation as no samples or pictures were provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the anesthesia repeatedly failed the leak check. A pin sized hole was found in the machine circuit which might negatively impacted the patient and impaired ventilation. This happened again after exchange for a new circuit. The event was found before starting the therapy. There was no patient harm/adverse event reported.